Manufacturer narrative:
Concomitant medical product: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-mar-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for non-malignant pain. It was reported that the patient presented to the emergency room and per the physician notes a "pump malfunction" occurred and a "fracture distal pain pump catheter tubing." It was stated that the pump would be returned for analysis.